Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable investigation results of stent partially deployed. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed. During functional inspection, the catheter lock was unlocked by sliding it to the right and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Lastly, the stent hub was moved down to the second and fourth position and the stent was able to be deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy as the stent was received partially deployed. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used during a stent placement procedure performed on an unknown date. During the procedure, the stent was unable to deploy. The procedure was completed with another stent. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation results which revealed that the stent was partially deployed.